Event description:
Dislocation occurred after approximately 3.5 months, patient did not fall and no trauma evident. Glenosphere reversed, baseplate, humeral cup standard, humeral spacer + 9 mm, and four (4) of standard screws removed. Replaced entire assembly with addition of post extension.